Event description:
It is reported that a customer received excessive no delivery alarms on their insulin pump. The patient's blood glucose level was 293 mg/dl at the time of the call. The customer was advised to change their reservoir and infusion sets. The serial number on the customer's insulin pump was not captured during the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.